Manufacturer narrative:
H3. Analysis of the ins (s/n: (B)(6) found a deformed balseal spring in the implantable neurostimulator (ins) connector port which affected the insertion of a lead or extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a normal battery replacement they tested impedances before and all contacts were ok. After the replacement with the new pc they performed impedances and the left stn was red (contact 3). The surgeon cleaned the extension ~10 times and the problem persisted. It was impossible to put completely the left extension into the pc. The reason why was after 10 trials. They had to use another pc and the impedances were ok. The issue was resolved.